Event description:
It was reported that "the package was found broken during inspection. Involved 1 pcs". No patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a, corrected data: n/a.

Event description:
It was reported that "the package was found broken during inspection. Involved 1 pcs". No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. The stapler was returned in its original packaging. Upon visual inspection it was observed that one of the corners had an incomplete seal. Part of the tyvek packaging had torn from the perimeter tray. Upon closer inspection, there was a lack of adhesive found on the tray and tyvek in the torn corner. The manufacturing site was consulted for this identified defect. To det ermine whether the product was still sterile, the seal width across the flange was measured. The sealing width was measured to be 1/16th of an inch. A complete seal area must be a minimum of 1/8" width, continuous all the way around and free of voids, channels, excessive deformation, creases, and foreign material. The seal did not meet the required specifications, indicating it was not a sterile product. The reasoning for the incomplete seal could not be determined. A DHR was performed, and no issues were found with the manufacturing process. The reported complaint of " packaging damage - device package - incomplete seal" was confirmed based upon the sample received. The stapler was received in its original packaging, upon visual inspection it was observed to have corner of the tyvek seal torn. A lack of adhesive was found in on the packaging at the tear site. The manufacturing site was consulted for this issue and a seal measurement was performed. The remaining seal was measured to be 1/16th of an inch, which failed to meet the 1/8th of an inch minimum requirement for the seal width. The failure to meet this specification indicated the product could not be considered sterile. No conclusive reasoning could be determined for cause of the incomplete seal. A DHR investigation was performed, and no issues were found related to complaint. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.